Event description:
My freestyle libre 3 plus is giving consistent false low readings even though I checked serial number and it says it is not one which has been recalled. Freestyle has read my blood sugar is in the 50's for last few hours and it is in the 200s.